Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2014. According to the complainant, during the procedure, after the physician put the peg tube into place the pullwire broke, outside the patient. The procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
No failure detected; the alleged failure could not be duplicated, however, the pullwire was found to be peeled. A visual examination of the device revealed that the pullwire was unbroken. The coating on the crimped end was peeled and the wire was exposed. It was noted that the condition of the returned unit was not consistent with the complaint incident that the wire was broken. Based on all gathered information the investigation fails to determine a definite root cause.   A DHR (device history record) review was performed and no issues related to the reported complaint.   A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, after the physician put the peg tube into place the pullwire broke, outside the patient. The procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.